Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 125cc saline prosthesis experienced right-sided deflation postoperative. The issue was diagnosed through visual examinations. As a result, patient scheduled for removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 7, 2024, indicated that the patient did not have the surgery and surgery is postponed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 9, 2025 patient re-scheduled for removal surgery on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on august 29, 2025, the patient also was dissatisfied with the appearance of the implants, and inframammary implants fold. As a result, patient underwent replacements of implants and revision inframammary fold bilaterally. The replacement serial numbers: left: sn: (B)(6), right: sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 26, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the anterior view, measuring approximately 1.0 cm. In addition, no other leak sites were detected during the analysis. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).